Event description:
It was reported that the user sought assistance for a full supply change and had difficulty using the infusion set inserter, initially pushing the inset from the bottom which displaced the center spring with the patch; after receiving instructional video guidance, the user successfully reconnected and reported no impact to blood glucose, indicating an infusion set deployment or connector attachment issue associated with the cannula. Symptoms included insufficient information to characterize any clinical effects. Outcomes included insufficient information to describe any broader impact. Investigation included communication with the user and analysis of the information provided by the user or third party. Investigation of this case revealed no device problem was found, a usage problem was identified, and the issue aligned with improper or incorrect procedure or method involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error contributed to the event.